Event description:
The customer reported quality control (qc) and system check failures involving unicel dxc 600i synchron access clinical system. The customer replaced the aspirate probes and performed system check but system check continued to fail. Beckman coulter customer technical support (cts) advised and guided the customer through replacing the peristaltic pump tubing and perform system check and quality control (qc); both passed within specifications. The customer indicated patient results were not impacted. The customer retested patient samples on the instrument and noted all results were reproducible and acceptable. There was no patient consequence associated with this event. No further issues were reported. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, system hardware - associated with the peristaltic pump tubing - is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).